Event description:
A customer reported a suspected malfunction with their pump, although they could not recall specific details of the malfunction, and technical support was unable to confirm the issue as the pump was not available for examination. There was no adverse impact on the customer¿s blood glucose level. The customer switched to multiple daily injections after the incident and planned to update the pump, considering mitigating factors. They intended to contact support again if further assistance was necessary upon returning home.